Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced dizziness, facial nerve stimulation and no sound percepts as a result of electrode array extrusion extra cochlea. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.